Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1connector pin. A proximal and a distal lead fragment were returned, in between a 3 cm segment of insulation body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. Furthermore the conductor cable to the ring electrode was found fractured. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. During further analysis deformations of the shock coil and cuts in the insulation were observed which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an estimated implantation period of 60 months, oversensing on the right ventricular channel and inappropriate shocks were reported. Physician decided to replace this lead and the ICD. No adverse patient side effects have been reported. This lead was not returned for analysis.